Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl and was not sure why blood glucose was high due to changing infusion set. Customer reported that after basal, blood glucose went down to only 411 mg/dl and inquired if that was due to insulin still in the body. Customer also treated with manual injection. Customer believed that insulin pump was working as designed ant declined troubleshooting.